Event description:
It was reported by service report that the CPR pedal was cracked with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - CPR pedal.